Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time and date were incorrect. The customer successfully changed the time and date on the pump. There was no reported impact to blood glucose.